Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "while placing a PICC line, I measured out the catheter and withdrew the inner wire. I trimmed the catheter and upon replacing the inner wire I noticed that the copper tip appeared to be misshapen. It appeared to be bent, I touched the wire and the copper tip fell off into my gloved hand. We set the PICC line aside and used a new kit" no other information was provided.